Manufacturer narrative:
The da pacba board was replaced. Functional testing, operational and safety. Operational equipment and comply with the specifications of the factory.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 05/18/2016. Conclusion / root cause: no fault found with the da-mc cable. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving a post o2 sensor calibration error.: there was patient involvement but no reported harm.